Event description:
A malfunction occurred with the customer's pump, and the specific malfunction code reported was malf 16-0x20e6. There was no reported impact on the customer's blood glucose level, as it remains unknown whether any exceedance occurred. The customer was instructed by technical support to use a backup insulin pump to ensure continued insulin delivery and was informed about receiving a replacement pump with updated software. Additionally, cts provided instructions on putting the original pump into storage mode before returning it to tandem, and guidance for using the replacement pump, which the caller acknowledged.